Event description:
In 2007, the patient was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. In 2008, a reintervention occurred to treat a persistent type-2 endoleak with aneurysm enlargement. The patient underwent endovascular coil embolization of feeding vessels arising from the posterior division of the right internal iliac artery and bilateral lumbar arteries. The endoleak was resolved. The patient tolerated the procedure. No further complications have been reported.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use, intervention or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms and/or endoleak. An increase in aneurysm size and/or persistent endoleak may lead to aneurysm rupture.